Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-paced t wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made. During a subsequent follow-up, the post-paced t wave oversensing was still present. Additional programming changes were made and the issue was resolved.